Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6: health effect impact code - rehabilitation. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported an unspecified malfunction/issue occurred. The date of the event is an approximation. On (B)(6) 2021, it was reported that the patient was using a dexcom g6 back in 2021 around (B)(6) time. She said the device was not reading but couldn't pinpoint what the error was. The patient did not mention any alerts or alarms as warning from her display device (display device not specified). She said she probably had hypoglycemia and became unconscious. The family took the patient to the hospital and she said she doesn't remember anything because she was in a diabetic coma. There were no cgm nor bg values reported. The patient was not aware what interventions or treatments where given to her. She just remembers that during this episode she was in a coma for 1 month and half and suffered brain damage. She underwent therapy and recovered at the time of the report (B)(6) 2025). No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.